Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling a cartridge during the load sequence. Customer changed the needle to resolve the issue. Additionally, the time on the pump was incorrect. Tandem technical support assisted the customer with changing it to the correct time. The customer¿s blood glucose was 106 mg/dl.